Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the caller requested help analyzing the egm because of inappropriate pacing. The caller also suggested improving the product by showing the egm when the device is switching from aai+ to ddd pacing. The device is still in use. No patient complications have been reported as a result of this event.